Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 10pm. Prior to the start of the reported power issue (date/time not specified) the patient allegedly was lethargic. The patient's mother, however, denied the patient received any form of medical intervention/ treatment after the alleged meter issue began. During troubleshooting, the csr verified the patient was using the correct test strips at the time of the alleged issue and there is no misuse of the lfs product. The csr also noted that the subject meter's batteries were replaced two weeks prior to contacting lfs. The alleged issue remains unresolved. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k) # is k073231.